Event description:
It was reported that the pt's stimulation stopped working. The battery appeared to be depleted. When the stimulator was replaced a large dent was noted in the battery. The pt had not fallen or gone scuba diving or flying, the reason for the dent was unk. It was unk if the dent contributed to early battery depletion, or if the depletion was normal end of life. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.